Event description:
It was reported the manufacturing representative measured impedances and contact 5 had impedance >10,000 ohms with all combinations. The reporter stated that impedances looked normal except for contact 5. It was noted the patient was not programmed using contact 5 and the patient was currently feeling stimulation in the correct area. It was noted the patient recently turned the implantable neurostimulator (ins) up to 1.5v when they historically had not needed to set it to more than 0.25v or 0.5v. It was further noted the patient needed stimulation higher for the last few months due to not feeling stimulation as they used to.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).